Event description:
Excerpts from operative report (by surgeon): patient has a left upper extremity brachiocephalic fistula placed for dialysis about one year ago. It has not been used for dialysis ever. Patient seen in clinic and noted to have a tortuous cephalic vein with multiple side branches noted on physical exam. Therefore patient brought in for a fistulogram with possible coiling of the side branches. Fistulogram was then obtained which showed that there was no arterial stenosis and again the cephalic vein was noted to be tortuous with multiple side branches, I then did decided to place a coiling of the side branches which was successful but then I wanted to do a completion angiogram and ended up dislodging the coil with my own hand in an attempt to have the wire and catheter passed through the tortuous cephalic vein. Coil was noted to be seen next to the retrograde sheath and the cephalic vein. I then attempted to use a snare to retrieve the coil back, I was able to retrieve the coil into the snare but as I was pulling back into the sheath, the coil dislodged and moved forward. I then followed the coil into the chest and found on the ap projection to be over the heart but not moving with beats of the heart. On the lateral view, it was not in the patient's heart but in the lungs.